Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a26, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was later reported that, at present, the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or manufacturer's representative (B)(6) 2014 and their concerns were resolved. In addition, the patient¿s questions had been answered. The patient was extremely happy with their unit and the relief they had gotten from using it. It had made their life much better.

Event description:
It was reported that the patient had no stimulation sensation the night prior to the report. The patient¿s normal therapy settings were 2.2v or 2.6v to 2.7v if they were hurting. The night prior to the report when the patient was in the standing position they increased their stimulation to 4.7v and could not feel the stimulation until they got to 4.6v. The patient did not think they stayed in the standing orientation for 3 minutes to make the setting stay. The patient then laid down and the stimulation stayed at 4.6v and did not decrease so the patient turned their therapy off. The patient noted that their stimulation was usually constant but in the couple of months prior to the report the patient had noticed bursts of stimulation like their therapy was going on and off. This only happened sometimes. The patient also noted that about 3 to 4 months prior to the report they started to have pain in their upper legs but this pain was not related to the therapy. They wanted to get reprogramming to try to cover this pain. The patient had an appointment with a manufacturer representative the day after the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.